Event description:
It was reported that the screen of the video system center automatically when black when the scope was plugged in. The issue occurred a diagnostic colonoscopy procedure. The procedure was delayed a short period of time, but the device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to a faulty video connector socket lock. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.